Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that after the cori tka procedure (where no errors or issues occurred), the checkpoint pins were not removed prior to closing the incision. The pins were detected on the post-op images while the patient was still in recovery. The patient was returned to the operating room, in which both checkpoint pins were successfully removed via two skin incisions and c-arm imaging.